Event description:
While doing a dressing change, nurse noticed that the pump tube on air mattress was smoking. Power cord removed from equipment and equipment removed from service. No adverse effect to pt. Fuse was smoked/burnt.